Manufacturer narrative:
(B)(4) this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding and av ms have been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The heartware instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2014 for gi bleed, 2/2 avm's and received 4 units of packed red blood cells (prbcs). Warfarin was held and on (B)(6) 2014 and tagged rbc scan was positive for acute bleed small bowel bleed in the left abdomen. On (B)(6) 2013 ir mesenteric angiography did not show the source of the bleeding. On (B)(6) 2014 colonoscopy was without identifiable source of bleeding. Patient was then transfused with 2 units of prbcs on (B)(6) 2014 and 2 units on 10/03 as required to maintain hgb>8 g/dl. Patient's hgb was 7.1 g/dl on (B)(6) 2014. Her lvad rpm was lowered on (B)(6) 2014 to allow for more aortic valve opening, and she was started on octreotide 50mcg bid + esomeprazole 40 mg IV bid. Warfarin was restarted without heparin bridge and without asa, and patient was observed until warfarin was therapeutic at 1.8 before being discharged with close follow up in chf clinic. Patient's hemoglobin on discharge was 8.8g/dl on (B)(6) 2014. Patient was discharged home in stable condition. No additional information available. The device remains implanted.